Event description:
(B) (4)

Event description:
It was reported the device was explanted and replaced due to nearing elective replacement and patient having been admitted twice recently for syncope. Follow up information from the physician reports the patient had a fall in (B) (6) 2009 with resultant subdural hematoma, a rebleed in october 2009, but required no surgical intervention. The most recent syncopal episode happened during mass when patient was up and down and felt nauseated, warmth,and then passed out - "similar to his numerous prior episodes." He had been evaluated at that time with normal pacemaker function reported. No further patient complications were reported related to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the device analysis found normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.